Event description:
When attempting to stent the left internal carotid artery the first stent used was placed somewhat distal to the intended location. Therefore, a second stent was placed. After the second stent was placed and post-dilated the pt had an episode of bradycardia and hypotension. In 2008 the pt expired. The cause of death is unk. The pt is a male with a history of severe critical left internal carotid artery stenosis who was enrolled in the sapphire study. The vessel was described as moderately calcified and circumferential. Tortuousity of the vessel was mild. The rate of stenosis was 95%. The physician made access to the pt in the right groin. After performing an arch aortogram and a selective left carotid angiogram the physician cannulated the left common carotid artery with a shuttle sheath. The pt was ultimately heparinized with 15,000 units of heparin. A 6fr angioguard was advanced and placed distal to the lesion through the area of critical stenosis. The lesion was then pre-dilated with a 4mm aviator balloon to 6 atmospheres (atms). The balloon was removed and a 8mm x 30mm precise stent was placed at the lesion. When deployed, the physician noted that the stent was placed somewhat distal to the intended location. The physician post dilated the stent with a 5mm aviator balloon to 4atms. After post-dilation there was a short period of bradycardia and transient low blood pressure that responded well to atropine and fluid bolus. A second stent was placed to cover the remaining portion of the lesion and post-dilated with a 5mm balloon to 8atms. After post-dilation of the stent a second dose of atropine fluid bolus was given. Post procedure angiography showed excellent results. There was no significant residual stenosis. The angioguard was removed. The procedure was completed.

Manufacturer narrative:
In 2008 the pt expired. The cause of death is unk. The pt was last seen by the physician in 2007, and was reported to be free of complications at that point. A local paper printed an obituary stating he died in a nursing home. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report# 1016427-2008-00194, 9616099-2008-01711, and 9616099-2008-01712.